Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was received and analysis revealed that no anomalies were found. The lead was damaged at implant and the distal conductor was distorted. (B)(4) the full lead was received and analysis revealed that no anomalies were found. The distal conductor contained blood/body fluid (not obstructed).

Event description:
It was reported that during the attempted implant it was discovered that two leads were not appropriate for the vessel size. The leads were not implanted. No patient complications have been reported as a result of this event.